Event description:
During a svc, respironics svc technician inspected the unit and found that the check valve cv2 was separated at the hinge. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.